Event description:
Report received from (B)(6) stating "sleeve does not enter by a 1.8 incision. No pt impact."

Manufacturer narrative:
The product has been requested for evaluation; however, it has not yet been received. The sterilization and lot history records were reviewed and found to be acceptable.